Event description:
Customer reported that pt with known anti-kell (identified in 1993) did not react with 0.8% surgiscreen lot 8ss265. The testing occurred in 2004, but was not reported to ocd at that time because the customer though the pt's antibody concentration had fallen below a detectable level. The pt was tested recently with 8ss266 and the antibody screen was positive. Customer stated that repeat testing with expired lot of 8ss265 was negative. The pt did not rec'd any blood transfusions in the same month. No death or serious injury was associated with this incident.